Manufacturer narrative:
Covidien/medtronic reference# (B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed a small cut in the area where the inflation line is inserted into the tube. Manufacturing controls were reviewed and no non conformances were identified. The damage in the returned device is not related to the manufacturing process. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
During use the cuff did not inflate. The tube was removed and replaced. There was no patient harm.